Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage occurred. The physician could not cross the lesion with a 3.00x8mm taxus express2 drug eluting stent. The 75% stenosed target lesion was located in the severely calcified and moderate tortuous distal right coronary artery (rca). The physician felt resistance while advancing the stent delivery system (sds) to the lesion. After the device was withdrawn, the physician noticed the stent strut lifted up. The procedure was completed with another of the same device. No patient injuries and complications were reported during the procedure. Patient status reported as "good".